Event description:
It was initially reported that the patient had a loss of therapeutic effect and stimulation in the wrong location. The patient stated that when stimulation was on she felt it in her stomach and buttock area. The patient also felt acute pain in her butt bone. At the time of the report the patient had her stimulation off because it was hurting her. The patient was experiencing sharp uncomfortable pain. The patient¿s therapy stopped relieving her interstitial cystitis (ic) symptoms as well. The patient stated that she had been back to her healthcare provider (hcp) four times already to have adjustments but this made no difference. The hcp had not done any testing or x-rays on the implant. The patient noted that these issues had been going on for the ¿last three months.¿ the patient stated that even after turning the stimulation down to nothing it still hurt. The patient was also feeling pain around the implant itself. The patient had no falls or trauma. The patient stated that with her programmer all she could do was turn stimulation up or down or shut it off as she had no other programs to choose from. The patient tried contacting two manufacturer representatives for the ¿last two weeks¿ and had not received a call back. The patient thought there was something wrong with the device. The patient mentioned that when the implant was working it really helped. Three days later it was reported that an impedance check was done with all parameters in range. The battery status was okay. Reprogramming was attempted but no sensory response was gained on electrodes 0 and 1. The reporter was scheduled to see the patient on (B)(6) 2013. Twelve days later it was reported that all impedances were in range. Reprogramming took place and only electrode 1 provided vaginal sensory response while all others caused sharp pain in the abdomen or tail bone. No malfunctions were seen or determined. The patient was sent home on a single program of case and 1 with a vaginal response. The stimulation was felt in the leg posteriorly but the pulse width was reduced and the leg stimulation resolved. The patient was to try this new program for one week and if the pain returned she was instructed to turn it off. After this a lead revision would be scheduled if there was no symptom relief. Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appt (B)(6) 2013 additional information received on (B)(6) 2013 noted that reprogramming had not resulted in effective treatment. The patient was scheduled for lead revision on (B)(6). If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the patient was doing well.

Manufacturer narrative:
Concomitant: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3889-28, lot# v000236, implanted: (B)(6) 2006, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3889-28, lot# v000236, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received noted that the patient underwent lead revision and battery replacement yesterday ((B)(6) 2013). C1, c2, c3, c4, were utilized providing vaginal/anal stimulation at low amplitude (with the exception of c3 where leg/toe stimulation was noted). The patient did not report any sharp or abdominal pain as felt with previous lead. Patient will be reviewed in 2 weeks by physician. No malfunctions were noted or reported.